Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and the reported complete clip detachment was confirmed, as the clip was returned with small amounts of tissue observed on frictional elements. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported complete clip detachment was determined to be related to the patient's leaflet morphology, as it was reported that clip may have slipped from the calcified portion of the posterior annulus and that there was a tenuous grasp on the tip of the anterior medial leaflet. The reported clip wedged in femoral vein was determined to be related to procedural conditions of the complete clip detachment. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report resistance noted during removal of the clip, and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system was advanced to the mitral valve and grasping was successful. During deployment, the clip released from the mandrel; however, the clip completely detached from the leaflets but remained attached to the gripper line. The clip was retracted into the femoral vein, and the clip became wedged in the femoral vein. A cut-down was performed to retrieve the clip. The patient is stable. No clips were implanted, mr remains at 4. Tissue was noted on the gripper arms of the clip; however, it is unclear if leaflet damage occurred or if it is tissue from the femoral vein, since the clip was wedged in the femoral vein. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is stable. Another attempt to perform a mitraclip procedure will be made, date not specified. No additional information was provided.